Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on reader and no issues were observed. Data was successfully extracted from the returned reader using approved software and performed analysis of glucose value graph. All alarms presented were for glucose values below of the threshold range. Therefore, this issue is not confirmed. At this time sensor has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that the sensor failed to alarm when their glucose level was low. As a result, the customer experienced loss of consciousness and was unable to self-treat. The customer was seen in a hospital and received treatment of glucagon injection and oral glucose administered by a healthcare professional for treatment. An unknown hcp meter reading was obtained, however it is unknown when this reading was obtained in relation to the reported treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and all alarms presented were for glucose values below the threshold range. Therefore, issue is not confirmed. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that the sensor failed to alarm when their glucose level was low. As a result, the customer experienced loss of consciousness and was unable to self-treat. The customer was seen in a hospital and received treatment of glucagon injection and oral glucose administered by a healthcare professional for treatment. An unknown hcp meter reading was obtained, however it is unknown when this reading was obtained in relation to the reported treatment. There was no report of death or permanent impairment associated with this event.